Event description:
A malfunction was reported on the customer¿s insulin pump while the customer was simply laying on it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they would contact their healthcare provider (hcp).